Event description:
It was reported that the customer had a history anomaly on the insulin pump. The customer's blood glucose level was 105 mg/dl. The customer stated that the insulin pump does not send any information to the computer. The customer wants the insulin pump replaced.

Manufacturer narrative:
Findings: pump was programmed with 2.0 units bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No bolus history anomaly noted. Unable to download history file using carelink pro due to a47 error alarm found in alarm history screen. A47 error alarm due to corrupted history file. No cosmetic damage noted.